Event description:
(B)(6) 2015 rp (rep): it was reported that the device was explanted and sent for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# j0527545v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0527545v, implanted: (B)(6) 2005, product type: lead. (B)(4). Analysis of the tined lead (j0527545v) revealed conductor # 3 is broken 0.5 cm from the proximal end and was also pulled off.